Event description:
It was reported that stimulation was intermittent beginning two days before the report. The stimulator was fully charged. The pt tried turning it off for an hour (normally uses all the time) and then turning back on, but the problem continued. Electrode #2 was noted to have high impedance, but was not being used. The device was reprogrammed ((B) (6) 2009), and the pt noted excellent pain relief. The pt outcome was reported as no injury.

Manufacturer narrative:
(B) (4).